Event description:
It was reported that the pump touch screen was unresponsive. In addition to the unresponsive touch screen, it was reported that several occlusion alarms occurred. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.